Manufacturer narrative:
The device was received by (B)(4). Reliability engineering evaluated the device, and the reported problem could not be confirmed. The unit was tested and found to meet all specifications and performed as designed with no problems noted. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device's "handle is stiff and does not return to original place." It is unknown if device was being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.